Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2017. It was reported that the patient first started experiencing the pump migrating and flipping issue on (B)(6) 2017. It was stated that the catheter segment and pump were both discarded as the hcp did not feel the need to have an analysis completed on these items. It was indicated that the provided information had been confirmed with the physician/account. No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid [30 mg/ml] at a dose of 7 mg/day via an implantable pump for cervical radiculopathy, lumbar radiculopathy, spinal pain. It was reported on (B)(6) 2017 that the patient was scheduled for a pump pocket revision as the pump was flipped. It was detailed as environmental/ external/patient factors that may have led or contributed to the issue the pump had migrated down from the upper buttock to the lower buttock and had flipped many times. It was related that the pocket was opened and they were unable to aspirate the catheter through the catheter access port (cap). It was noted that the catheter was twisted up many times in the pocket. The catheter was untwisted and they were still unable to aspirate. The catheter was disconnected from the pump and the twisted catheter segment was trimmed, but they were still unable to aspirate directly through the catheter. The pump reservoir was aspirated and confirmed that the residual volume was accurate with/matched the expected residual volume. It was also noted that the patient was getting pain relief, so the decision was made to replace the sutureless connector portion of the catheter and prime it on the back table when priming the new pump¿s internal tubing before connecting it to the spinal segment catheter, rather than go back to the spine to replace the entire catheter. It was noted that the pump was replaced at this same time to save the patient another surgery in a year for eri (elective replacement indicator). The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. At the time of the report, the patient status was ¿alive ¿ no injury¿ and the issue was resolved. No further complications were reported or anticipated.